Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial (B)(6) and intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No probable contributing factors could be attributed to this complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during a cori preventative maintenance the ri robotic drill attachment had something lodged in the hole. No case involved; therefore, there was no patient involvement.